Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The diagnostic was not performed, the customer only wanted replacement for pdu. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The diagnostic was not performed, the customer only wanted replacement for pdu. No service is provided from the philips. The codes were updated based on the investigation outcome.